Event description:
Device eroded through the scrotum.

Manufacturer narrative:
One testicular device was returned for evaluation. Examination of the returned component revealed no abnormalities that would have contributed to the report of erosion. Coloplast accepts the physician's observations of such as the reason for surgical intervention. The product literature that accompanies this device addresses the potential post operative complications such as this.